Manufacturer narrative:
Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the MDR. (B)(4).

Event description:
A customer from spain alleged false positive results with the cobas sars-cov-2 test for use on the cobas 6800/8800 system. Customer indicated that some samples which initially tested positive, resulted in negative result upon a retest on the same device. No further information of sample ids and retest is available at this time. No harm is alleged. An investigation is on-going.

Manufacturer narrative:
From the available data no product problem which would cause the false positives could be found. No further information of sample ids and retest data could be obtained. Also no information about the reagent lot in use could be obtained so no further reagent investigation could be performed. A visit from the field specialist helped the customer recognize and improve its pre-analytical handling and ensured good laboratory practices are followed in order to reduce the risk of contamination. Since the visit, the customer no longer experienced the issue. (B)(4).